Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "suspected/actual" deflation, "wrinkling/rippling", and correction of asymmetry via the national breast implant registry (nbir). Affected side is left. The device has been explanted and replaced.